Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the doctor went back with scope but capsule did not attach and was found the the esophagus. The patient was not injured following the procedure.